Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedance a few days after implantable cardioverter defibrillator (ICD) replacement. The physician performed a revision and realized that the rv coil connector was not completely inserted into the ICD connector. The physician reconnected the lead into the ICD and measurements were then okay and stable. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.